Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the 'out of regulation (oor)' message was seen on the patient programmer. The patient was on group b: program 1 was at 0.20 and program 2 was at 0.10. The patient was at program1 and adjusting settings when she saw an information oor for amplitude when trying to increase stimulation. When the patient was asked to try again during the time of report, the patient also saw an information oor with the 'call your doctor' icon when trying to turn the device off, then on, and then while trying to increase stimulation. The reported patient symptoms included not feeling stimulation and pain needs not being met; this was considered a sudden change in therapy/symptoms. Bypassing the oor was reviewed. It was noted that the rechargeable implantable neurostimulator (ins) battery level was okay; the patient last recharged the ins to full a few days ago. In addition, the patient had access to change the parameters. The patient then reduced amplitude/pulse width to a previous known setting where therapy was effective. The oor message was resolved. The patient changed to group a: program 1 was increased from 1.40 to 1.90 and program 2 was increased from 1.30 to 1.70. The patient later reported she could feel stimulation and it was addressing her pain needs. It was noted that adaptive stimulation (as) was not active for this group and no oor messages were seen on this group. In addition, there was a reported patient fall a month ago, and an x-ray of the lead was taken. It was noted that the patient did not have the x-ray results yet, and she would not get them until her next appointment in (B)(6) 2016. The patient was given the soonest available appointment for 2 weeks from now. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional reported that the patient¿s last office visit was (B)(6) 2016, and the healthcare professional¿s office did not have any event information regarding the out of regulation (oor) messages seen. Upon review of the x-ray results from (B)(6) 2016, the healthcare professional indicated there was no acute fracture or subluxation, there was mild/moderate degenerative disc disease (ddd), and the epidural neurostimulator device was located with the tip at the level of the superior aspect of t8. The x-rays showed stable spinal cord stimulation (scs) lead placement without evidence of migration. The patient¿s pain was located on the lower back, and the radiation of the pain was down the left lower extremity (lle). This pain was described as sore, aching, radiating, penetrating, shooting, stabbing, and sharp; pain severity was 7 out of 10. It was further reported that patient vitals indicated a pain scale of 5 on (B)(6) 2016 and a pain scale of 4 on (B)(6) 2016. Per the healthcare professional¿s notes during the office visit on (B)(6) 2016, the patient had no change in her low back and burning left lateral leg pain despite spinal cord stimulation (scs) reprogramming performed at a previous office visit. As of (B)(6) 2016, the patient was receiving 0-50% pain relief with the current treatment. The patient was taking acetaminophen / hydrocodone 10/325 up to four times a day due to the severity of her pain. Otherwise, the patient had no other reported changes. Per the healthcare professional¿s notes during the (B)(6) 2016 office visit, there were no changes in the patient¿s chronic pain since the last office visit on (B)(6) 2016, and the patient continued to receive 50% pain relief with current treatment. In addition, the patient admitted that the severity of her low back and burning left lateral leg pain had improved with rest. The patient agreed to continue taking her medications as prescribed with the goal of gradually reducing her use once her increased pain improved from her fall. If additional information is received, a follow up report will be sent. The patient¿s medical history included failed back syndrome, hypertension, shortness of breath, laminectomy, c-section, hysterectomy, post-laminectomy syndrome, lumbosacral root disorders, intervertebral disc disorders with radiculopathy, chronic low back pain, chronic lumbar radiculopathy.